Manufacturer narrative:
The pod was returned with the needle mechanism in a not deployed state. Investigation of the pod data found that the pod completed first and second prime early due to rotational sensor malfunctions. The original pod data was free of hazard alarms, timeouts, and drive stalls, but contained multiple rotational sensor malfunctions. These rotational sensor malfunctions can be confirmed as the root cause of the needle not deploying during operation. During the rerun, the pod did not reproduce the observed rotational sensor errors. The rotational sensor assembly was inspected, and no abnormalities were observed. The exact cause of the observed rotational sensor malfunctions cannot be determined. Small cracks were found on the sides of the top housing. No corrosion or evidence of fluid entering the pod through these cracks was seen inside the pod. These cracks would not affect the needle mechanisms ability to deploy. The exact timing and cause of the cracks could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.